Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient was stable.

Event description:
New information received noted device was explanted on (B)(6) 2025. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion and longevity anomalies was not confirmed. The device was received at elective-replacement level, with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating in high output mode and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, high output demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed including output verification and telemetry communication did not identify any functional issues. The device was implanted more than the lifespan of its projected longevity and is consistent with normal battery depletion.